Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle when removing the cap black foreign matter was found on the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: we use double safety needles bd vacutainer eclipsetm 22g ref: 368610 to take samples from our chemotherapy bags. When the black cap was removed on one side of the double needle, there were black deposits on the needle. This is annoying, because if we had not seen these deposits and placed the needle in the chemotherapy bag to perform our sampling, the deposits could have ended up in the bag.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle when removing the cap black foreign matter was found on the needle. Foreign complaint the following information was provided by the initial reporter, translated from french to english: we use double safety needles bd vacutainer eclipsetm 22g ref (B)(4) to take samples from our chemotherapy bags. When the black cap was removed on one side of the double needle, there were black deposits on the needle. This is annoying, because if we had not seen these deposits and placed the needle in the chemotherapy bag to perform our sampling, the deposits could have ended up in the bag.